Event description:
The clear hood, part# 7700-0010-500, on amvex (ohio medical) medical air flowmeters are showing signs of plastic delamination and cracks. These flowmeters are within 1 and 3 years old. This report only covers a partial list of defective flowmeters (qty 30) as we are continuing to replace this clear plastic hood across our facility. Here is the list of medical air flowmeter: (B)(4). Manufacturer response for medical air flowmeter (qty 42), amvex (per site reporter). Ohio medical has been contacted. We are waiting for further corrective action from them.